Event description:
User rec'd errant result for calcium for one patient sample. Initial result of 2.4 mg/dl was reported. The physician questioned the result and one hour later, sample was repeated with a result of 8.1 mg/dl. No other samples affected. No known changes in patient treatment. The field service representative was unable to find a cause and could not duplicate the issue. Performance tests were performed which were within specification.